Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they think their wire is going bad and their battery may need to be replaced. The patient was trying to reach s omeone, but encountered a voicemail. No patient symptoms were reported. Indication for use is unknown. No further information was available at the time of the report.